Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of the broken drill bits were checked and found to be in compliance with the technical drawings and ao/asif specification. There is evidence that the damaged was due to too much mechanical force or possible contact with other metallic parts during drilling.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: the tip of the drill bit broke on (B)(6) 2012. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).